Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an event occurred during the case preparation stage. When the synchro select was inserted into the product, there was a strong resistance in the phenom catheter, so the wire could not be guided to the catheter tip. It was then changed to the same product from another lot. After the change, the procedure was completed without any problems. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for thrombus collection treatment. It was noted the patient's degree of the vessel tortuosity had no anomalies. Ancillary devices include a synchro select 0.14 guidewire.

Manufacturer narrative:
H3: product analysis of (B)(4), lot# 228859802 ¿ as found condition: the phenom 21 catheter was returned for analysis inside inner pouch, outer carton, biohazard bag, and shipping box. The synchro select 0.014" guidewire was not returned. However, the phenom 21 catheter appeared to be compatible with the guidewire as it has an inner diameter (ID) of 0.021". ¿ damage location details: the catheter tip and marker were examined, no damage was found. The catheter body appeared to be kinked at 34.4cm and 55.2cm from the distal tip. No flash or voids molded were observed in the hub. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and found patent. It was then tested by running an in-house 0.018¿ mandrel through the catheter hub. The mandrel successfully passed through the catheter hub without issues; it got stuck at 55.2cm from the distal tip. ¿ conclusion: based on the analysis findings, the customer complaint was confirmed as the returned catheter was found to be kinked. However, the cause of the resistance and damages could not be determined. Possible resistance causes include the use of the damaged device, vessel tortuosity, and lack of continuous flush during delivery. Since the guidewire was not returned, any contribution of the guidewire to the resistance could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of (B)(4), lotno:228859802. As found condition: the phenom 21 catheter was returned for analysis inside inner pouch, outer carton, biohazard bag, and shipping box. The synchro select 0.014" guidewire was not returned. However, the phenom 21 catheter appeared to be compatible with the guidewire as it has an inner diameter (ID) of 0.021". Damage location details: the catheter tip and marker were examined; no damage was found. The catheter body appeared to be kinked at 34.4cm and 55.2cm from the distal tip. No flash or voids molded were observed in the hub. No other anomalies were observed. Testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and found patent. It was then tested by running an in-house 0.018¿ mandrel through the catheter hub. The mandrel successfully passed through the catheter hub without issues; it got stuck at 55.2cm from the distal tip. Conclusion: based on the analysis findings, the customer complaint was confirmed as the returned catheter was found to be kinked. However, the cause of the resistance and damages could not be determined. Possible resistance causes include the use of the damaged device, vessel tortuosity, and lack of continuous flush during delivery. Possible cause of the catheter kink include resistance during delivery and vessel tortuosity. Since the guidewire was not returned, any contribution of the guidewire to the resistance could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.